Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow-up, premature battery depletion was suspected. The rv (right ventricle) outputs were suspected to have an impact on the device's battery, therefore the outputs were checked. The rv threshold values although high, seemed acceptable. An x-ray was performed to determine whether there was a dislodgment, however no dislodgement was observed. The nurse/technician repeatedly carried out rv threshold tests and were satisfied with measurements. The rv outputs were lowered, and the patient will continue to be monitored through latitude. No adverse effects were reported.